Event description:
Caller stated that she tested at 3:30am with a result of 153mg/dl. She states that she realized she had forgotten to take her 25 units of lantus and did so after this result. She states that at 4:20am she felt low blood glucose symptoms and tested 48mg/dl on the device. She reports that she ate some yogurt and tested 6 minutes later with a result of 82mg/dl. No medical treatment was received or sought. No strip info provided. No quality controls were reportedly used on the strips the customer tested on at that time. Requested return of suspect device and replacement was sent.